Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg. The patients ipg was replaced with MRI compatible ipg. The patient was doing well postoperatively. The explanted ipg will not be returned.